Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the onset, the patient was treated with vancomycin injection (1 gram, after five days, route was not reported) and fortum injection (1 gram, daily, route was not reported) for peritonitis. At the time of this report, the patient outcome was unknown and antibiotic therapy was ongoing. Pd therapy was ongoing. No additional information is available.